Manufacturer narrative:
Device history records review indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. No anomalies or deviations were found. The returned product meets print specifications where measured, see attached print. Visually, there are scratches on the top of the plate surface. The screw head is lodged in the plate with the threaded portion of the screw fractured off. One returned screw listed as an associated product appears to be bent. This device is used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. All the implants returned are compatible to be used together. A definitive root cause of the screw breaking postoperatively cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to hardware that failed. The screw was returned fractured.